Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a guidezilla guide extension catheter. There was blood and contrast on the device. The hypotube, collar, distal shaft and tip was microscopically inspected. Inspection revealed numerous kinks in the hypotube, tip damage, shaft damage (flattened area) and a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery in the right arm. The target lesion was located in the calcified mid right coronary artery (rca). After a non-bsc atherectomy device was advanced and eight runs were performed, a non-bsc guide wire was advanced and pre-dilatation was performed with three emerge¿ balloon catheters sized 3.0 x 30, 2.5 x 30, and a 3.5 x 30 with multiple inflations on each balloon. A 4.0 x 38 promus premier¿ stent was then advanced but failed to cross the distal part of the lesion. The device was removed and a 3.5 x 30 emerge¿ balloon catheter was used to dilate the lesion again and was removed from the patient's body. Subsequently, a 145 guidezilla¿ guide extension catheter was advanced to the lesion and the 4.0 x 38 promus premier¿ stent was re-advanced but was hung up at the collar of the guidezilla¿ guide extension catheter. The 4.0 x 38 promus premier¿ stent was removed, and a 4.0 x 30 non-bsc stent was advanced through the guidezilla¿ guide extension catheter and was deployed in the lesion. A 4.0 x 20 promus premier¿ stent was then advanced but was also hung up somewhere inside the guidezilla¿ guide extension catheter. The device was removed and a 4.0 x 28 non-bsc stent was advanced but also failed to pass through the guidezilla¿ guide extension catheter. The guidezilla¿ guide extension catheter was removed and a non-bsc guide extension catheter was inserted. The 4.0 x 28 non-bsc stent was then deployed and the procedure was completed. The guidezilla¿ guide extension catheter was examined outside the patient's body and it was noted that the shaft disconnected from the collar area. No patient complications were reported and the patient's status was fine.